Event description:
"During implantation of 17-3605e (alumina c-taper) experienced a fracture during reduction of hip. The fracture occurred after reduction when the surgeon began to close the wound. The implant fractured into 4 pieces, which were removed and a 17-3600e was impacted onto the trunnion in place of a 17-3605e. After reduction of the joint this head also fractured into 3 pieces. This occurred during closing of the wound. A metal head was used and proceeded without incident.